Manufacturer narrative:
This patient will be seen back in a month and a potential revision procedure will be performed then. This event will be updated should additional information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. Testing of the system was able to produce oversensing of noise on the shock channel. The physician suspected there may be a connection issue between the rv lead and crt-d. A 1.1 joule shock was delivered to test the system which was successful. An x-ray taken did not provide any further details. The system was reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the right ventricular (rv) lead was found to have not been fully inserted into the header of the cardiac resynchronization therapy defibrillator (crt-d). Upon reinserting the rv lead back into the header all measurements were found to be acceptable. The system continues to remain implanted and in service and there were no additional adverse patient effects reported.